Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance that resulted in code 1005. Code 1005 indicates that there was an open circuit condition during shock delivery. The patient was sent to the emergency room (ER) via ambulance and was intubated. The patient experienced ventricular fibrillation (vf), and the delivered shocks would briefly convert the rhythm, but the rhythm would go back into ventricular tachycardia (vt) and vf. All therapy was exhausted. Ts advised resolution. The patient was externally shocked to convert the rhythm. The code was reset. The device remains in use. No additional adverse patient effects were reported.